Event description:
This (B)(6) female underwent a total left hip arthroplasty under dr (B)(6) at (B)(6) surgical hospital. A stryker rejuvenate modular stem and neck device was implanted. On (B)(6) 2012 stryker issues a voluntary recall of the stryker rejuvenate modular stem and neck.